Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed a message requesting at least 50 units of insulin during the load process. The cartridge was being loaded with 100 units of cold insulin. There was no impact to the customer's blood glucose level.